Event description:
During a repair of a 5855 orthopedic table top, the technician found the table spar connecting the table top had become cracked and separated from the spar mount assembly.

Manufacturer narrative:
During a repair of a 5855 orthopedic table top, the technician found the table spar connecting the table top had become cracked and separating from the spar mount assembly. Will advise upon completion of investigation ((B)(4) 2011).